Event description:
Report received from abbott international affiliate, which states: "air was bypassing the filter and going into the pt. This set is used by this site for its air-eliminating capabilities. There were no pt incidents as a result of the above. The tubing needed to be replaced to proceed with procedure." Add'l info received states: "the pump did not alarm to alert the user. They simply saw the air go through past the filter. The air alarm is routinely turned off by the users. They do not know where the air was coming from. They routinely removed the air from the bag when priming the tubing. They think that perhaps the air was not fully removed from the bag and it leaked out or that there may have been a leak somewhere. The tubing was changed as a result of the incident. It was most probably an antibiotic that was being administered at the time of the incident, they could not remember any of the specifics." Add'l info was requested, but no further info was available.